Manufacturer narrative:
This report is submitted on 19 march 2020.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2020 due to infection and hematoma at implant site. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 14, 2020.